Event description:
It was reported that prior to starting a da vinci-assisted urology surgical procedure, the system was reflecting error m-02 on the integrated electro surgical unit (iesu) erbe. Power cycling the erbe did not solve the issue. There was no other davinci or valley lab force triad available. The customer stated could not continue the surgery and would have had to abort it. A similar erbe error was noticed the previous week and an fso was created. The fe stated that they had not received the parts. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error m-02 when powered on. The fse replaced the interated electrosurgical unit (iesu). The electrical safety test was performed. System verification was performed. The system verified and ready to use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit and completed the device evaluation. The unit was analyzed, and the reported failure (error m-02) was confirmed but not replicated. The unit was placed on an in-house system and was run in normal mode. The unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.